Event description:
The pt reported experiencing elevated blood glucose of 500 mg/dl and he believes the infusion device does not accurately deliver insulin. He changed the infusion set but was unable to lower his blood glucose. He bolused through the infusion device and injected insulin via pen. His normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.